Event description:
The customer reported that the insulin pump alarmed motor error and went blank screen. Troubleshooting was done. Customer's blood glucose was 180 mg/dl. Advised the customer that battery cap would be replaced. The customer will monitor the insulin pump and will call back if issues persist. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corner, reservoir tube cracked, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.